Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during fill tubing when attempting supply changes with insulin, despite successful dry runs and a successful water fill, and moisture was observed around the connector after a prior attempt; this was consistent with a device problem of complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem during the supply change process and a blockage associated with the tubing component during insulin fills. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.